Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. Wrtong coding part has been assembled. Wrong kit in packaging (laparascopic instead of hysteroscopic). Manufacturing error. The event is filed under internal karl storz complaint ID (B)(4)).

Event description:
It was reported that there was event with a tubing set, irrigation, pc. According to the information the customer has received a tube set endomat for hysteroscopy, item number mt031523-01. The product has the lot no. 191008. The incident is described as follows: "laparoscopy" appeared on the display instead of "hysteroscopy". The outer packaging is labeled "gyn hys", and there is apparently a tube set for laparoscopy in the packaging. A prolonged surgery was reported. Information about patients health was not provided. Additional patient information is not available.